Event description:
A signal loss alarm issue was reported with the freestyle libre 2 sensor. A customer reported that due to the loss of signal, the low glucose alarm failed to trigger while he/she was hypoglycemic, cramping, and "almost fainted." The customer required third-party treatment of glucose and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information; section h4 (device mfg date) was updated based on an extended investigation. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the freestyle libre 2 sensor. A customer reported that due to the loss of signal, the low glucose alarm failed to trigger while he/she was hypoglycemic, cramping, and "almost fainted." The customer required third-party treatment of glucose and no further information was provided. There was no report of death or permanent injury associated with this event.